Event description:
A facility representative reported an explanted iol with patient reason as vision was blurry distance and near. Clinical reason being patient unable to adapt to technology. The iol was explanted and exchanged for a non-company lens following the initial implant procedure. There was no further impact to the patient. Distance va was good, unable to read was reported. Patient would need reading glasses. Symptoms were continuing. Additional information has been requested.

Manufacturer narrative:
The lens was returned submerged in clear solution inside a small, glass specimen jar. The lens was removed from the liquid and cleaned with klrp (klotho-related protein klrp) for evaluation. No lens damage was observed. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. The lens power and resolution were re-verified. The lens met specification for power and resolution. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. No problems were found with the returned product. The lens power and resolution were re-verified. The lens met specification for power and resolution. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. Information was provided that the patient was unable to adapt. The ccwtt0, 21.0 diopter (add power +2.17/+3.25), was replaced with a non-company 20.5 monofocal lens. The manufacturer internal reference number is: (B)(4).